Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13g15016, h13h27100, h13i12092 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Event description:
This is report 1 of 4 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. It was unknown if the patient was hospitalized for the event. The peritonitis manifested as abdominal pain and the patient was treated with unspecified antibiotics. The patient had not yet recovered from the peritonitis. No additional information is available at this time.